Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno fiberscope exhibited foreign material coming out of the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation it was unknown if the reprocessing was conducted in accordance with IFU. However, based on the obtained information, the foreign material possibly remained in the device due to the physical damage on the device. The specific root cause of the foreign material remaining in the device could not be identified and the foreign material could not be identified. The event can be detected/prevented by following the instructions for use: IFU states that detection method in urf-p6 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in urf-p6 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.